Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25478. It was reported the patient (B)(6) was experiencing unintended ipg movement. Additionally, it was reported the patient's lead migrated and fractured as a result of the ipg moving. In turn, the patient underwent surgical intervention to address the issues. During the procedure the physician explanted and replaced the lead. It was also reported the physician decided to explant and replace the ipg due to the header being fractured. Effective therapy was restored postoperative.

Manufacturer narrative:
Results: the report of lead broken/fractured from the field was confirmed. The severe twiddling of the lead body resulted in all inner wires being broken. The lead was returned incomplete (terminal end of lead was missing); therefore a complete analysis was not performed. The damage observed, coupled with the event details, indicate the lead was subjected to repetitive overstress (twiddling) by the patient that ultimately resulted in the lead being fractured. "Twiddling" is an overstress condition caused by the patient's action in manually changing the position of the ipg or flipping the ipg in the pocket. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.